Event description:
It was reported that the user lost their ilet and subsequently experienced hyperglycemia with a reported glucose level of 323 mg/dl; the user administered subcutaneous insulin via pen (tresiba) and was advised to check insurance coverage and was transferred for a cash price discussion. Symptoms included hyperglycemia. Outcomes included no hospitalization and no device alerts or alarms reported. Investigation included complaint intake, user interview, and review for trends. Investigation of this case revealed insufficient information to link a device malfunction to the event, with the event consistent with loss of therapy due to the missing device. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.